Event description:
It was reported that during a lead replacement procedure, the replacement lead¿s helix could not be adequately retracted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).